Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified timing at the user facility, it was found that the subject device had failure when it was turned the power on. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus china (osh) checked the subject device and found that the subject device could not start up after it was turned the power on, and also found that the main circuit board had failure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus china, there was the possibility that the reported phenomenon was attributed to failure of the main board.